Event description:
Customer called to report high blood glucose readings. The blood glucose reading is 138 mg/dl. Customer stated that she was feeling nauseated. The customer has treated the high blood glucose with a bolus. There was an urgent care visit for high blood glucose of 200 mg/dl. During troubleshooting, time and date are correct. The programming is correct. Manual prime, insulin exited the tubing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.